Event description:
It was reported that the pt experienced not being able to adjust stimulation. Display showed "call your doctor" icon. There was a por (power on reset) condition. Add'l info was requested.

Manufacturer narrative:
(B)(4).